Event description:
It was reported that a revision surgery was performed in 2008. The reason is unknown. Additional information has been requested.

Manufacturer narrative:
It was originally reported that a revision surgery was required for smith & nephew manufactured devices. Additional information has been received which states that the revised devices were not manufactured by smith & nephew. There has been no injury to the patient as a result of any smith & nephew devices.